Manufacturer narrative:
B5 - problem was resolved, patient very satisfied. Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to implant a 13.2mm vticm5_13.2; -9.50/+1/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od); the lens had tore. This occurred on (B)(6) 2023. There was patient contact with no injury. The lens was not implanted. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem resolved.